Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735672, serial/lot #: -, ubd: unknown, UDI#:unknown h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. The system underwent a comprehensive evaluation, including hardware, software, and instruments. It was reported that the hardware initially failed due to a computer boot-up issue. The representative replaced the complementary metal-oxide-semiconductor (cmos) battery, resolving the general failure. Codes b01, c02, and d02 apply. H6) a110201 is for "it was not booting up completely". A1102 is for "no sync" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that upon starting up the system, it was not booting up completely and a "no sync" message was displayed on the monitor. The patient was about to be rolled into the room. Due to the patient being prepped and the system being needed for the case, technical support (ts) walked the caller through resetting the complementary metal-oxide-semiconductor (cmos) battery. After the reset, the system booted up as expected. There was no patient involvement reported.